Event description:
During a remote follow-up, an episode of supraventricular tachycardia (svt) and ventricular tachycardia (vt) were observed on the device and the vt resulted in inappropriate anti-tachycardia pacing (atp). Additionally, far-field oversensing due to low amplitude and noise were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.